Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced resistance when filling their cartridges. There was no impact to the customer's blood glucose level. Customer was able to fill another cartridge and resume insulin delivery.